Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had unexplained low and high priority alarms on both primary and backup system controllers. The alarms only occurred while connected to the power module pt cable. The pt had several pump stops as well as low speed operation alarms. The pt was very symptomatic with the speed fluctuations. The pt was admitted to the hospital and remained on battery power log file analysis showed evidence of motor stopped events. X-rays showed an area of concern on the external segment of the percutaneous lead. A percutaneous lead repair was performed.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is complete.